Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Top of the metal tip on my electric toothbrush has snapped off so the head won't stay on, head just became loose during brushing - oral-b [device breakage]. Loose - oral-b [device connection issue]. Case narrative: consumer via e-mail stated that the top of the metal tip on their oral-b electric toothbrush snapped off, so the oral-b toothbrush head would not stay on. The oral-b toothbrush head became loose during brushing. When they took the head off, they found the tip had broken off. No injury was reported. (B)(6)2023 follow up via images: the suspect product was oral-b power rechargeable toothbrush handle 3772 pro 3 3000. The suspect product lot was 3 ca13872242. No injury was reported. 13-apr-2023 case update: the concomitant product was oral-b power oral care refills crossaction eb50. No injury was reported.

Event description:
Top of the metal tip on my electric toothbrush has snapped off so the head won't stay on, head just became loose during brushing - oral-b [device breakage]. Loose - oral-b [device connection issue] . Case narrative: consumer via e-mail stated that the top of the metal tip on their oral-b electric toothbrush snapped off, so the oral-b toothbrush head would not stay on. The oral-b toothbrush head became loose during brushing. When they took the head off, they found the tip had broken off. No injury was reported. 22-mar-2023 follow up via images: the suspect product was oral-b power rechargeable toothbrush handle 3772 pro 3 3000. The suspect product lot was 3 ca13872242. No injury was reported. 13-apr-2023 case update from information initially received on 11-apr-2023: the concomitant product was oral-b power, oral care refills crossaction eb50. No injury was reported. 09-may-2023 case update from information initially received on 11-apr-2023: the concomitant product lot was m12d. No injury was reported.

Manufacturer narrative:
04-may-2023 product investigation results: complained product received user handling was identified as root cause for the complaint.